Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the connection between the luer and the irrigation tubing was fractured; the luer was barely attached. Dried saline and body fluid were present on the luer, handle, shaft, tip and irrigation ports. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that there was a warning of high temperatures on the catheter and a leak. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, the system was warning of high temperatures displayed on the maestro 4000 generator and pump. After error searching, they took the catheter out of the patient and flushed it. They found that the problem was due to insufficient irrigation because the catheters fluid port in was leaking. The maximum temperature observed was 50 degrees. Patient complications were not reported. However, device analysis revealed the connection between the luer and the irrigation tubing is fractured; the luer is barely attached.